Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 6. Reference MFR. Report# 3006705815-2019-00982. Device 2 of 6. Reference MFR. Report# 3006705815-2019-00983. Device 3 of 6. Reference MFR. Report# 3006705815-2019-00984. Device 4 of 6. Reference MFR. Report# 1627487-2019-03453. Device 6 of 6. Reference MFR. Report# 1627487-2019-03455. It was reported that the patient was admitted into the hospital due to low grade fever, vomiting, and pain in the back above the incision site. Blood work was done and the patients white blood cell count was elevated. In turn, the physician explanted the entire scs system as a precautionary measure to any possible infection. The patient was placed on antibiotic medication. Further follow up confirmed that the possible infection has been resolved.

Event description:
Device 1 of 6 reference MFR. Report# 3006705815-2019-00982; device 2 of 6 reference MFR. Report# 3006705815-2019-00983; device 3 of 6 reference MFR. Report# 3006705815-2019-00984; device 4 of 6 reference MFR. Report# 1627487-2019-03453; device 6 of 6 reference MFR. Report# 1627487-2019-03455.